Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: double valve replacement after ventricular assist device implantation in a fontan patient. The annals of thoracic surgery. 2022;113:e437-e439. Doi: 10.1016/j.athoracsur.2021.08.050 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding double valve replacement after ventricular assist device (vad) I mplantation in a fontan patient. The article reports a patient who had failed fontan circulation and multiple organ failure caused by advanced cardiac dysfunction and was implanted with a vad. Symptoms of heart failure emerged and gradually progressed around eight months after the vad implantation. A detailed examination revealed the re-progression of multiple organ dysfunction and fontan failure due to severe aortic regurgitation in addition to existing atrioventricular regurgitation. A decision was made to perform a double valve replacement (dvr). Post dvr it was confirmed that the patient had recovered to a relatively satisfactory fontan circulation one month after dvr, and the multiple organ dysfunction was immediately relieved. The patient was discharged from the hospital and the vad appears to be still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and patient information. The event description has been updated and the annex e code has been updated. The patient initials, age, weight and relevant history has been updated. The vad serial number, the manufacturing date and use before date and unique device identifier has been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was hospitalized for experiencing exacerbation of heart failure and right heart failure. The patient had a central venous pressure (cvp) greater than 18 millimeters of mercury(mmhg), a cardiac index (ci) less than 2.0 liters per minute per square meter ((l/min/m2).

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided indicated that the patient had failed fontan circulation and multiple organ failure caused by advanced cardiac dysfunction implanted with a vad. Symptoms of heart failure emerged and gradually progressed around eight months after the vad implantation. A detailed examination revealed the re-progression of multiple organ dysfunction and fontan failure due to severe aortic regurgitation in addition to existing atrioventricular regurgitation. A decision was made to perform a double valve replacement (dvr). Post dvr it was confirmed that the patient had recovered to a relatively satisfactory fontan circulation one month after dvr, and the multiple organ dysfunction was immediately relieved. Moreover, the patient was hospitalized for experiencing exacerbation of heart failure and right heart failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, multi-organ failure, aortic insufficiency, and right ventricular heart failure are known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing histo ry and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.